Event description:
Customer reported evice = 90 mg/dl in the evening. Customer took medication and ate. The next morning about 1-2 am, customer could not move. Emergency medical technician (emt) was called & their device = 67 mg/dl. Emt gave customer a glucose IV and transported pt to the hosp. No controls used. A request was made for return product and replacement product was sent.